Event description:
It was reported that patient's left ventricular (lv) and atrial lead was dislodged due to twiddlers. Inadequate capture was also noted on both leads. Both leads were explanted and replaced. There were no patient consequences.